Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the roller pump display to lab use only testing equipment. He observed no indication of component damage on the circuit boards and found the display to function as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump display would intermittently turn off then back on. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.